Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported the that lead had a fracture.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out of range pacing impedance in addition to oversensing and noise. The patient also received inappropriate high voltage therapy. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.